Event description:
(B)(4) received a call on 03/14/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 12:30pm. Patient's daughter (ll) called in stating she had to call 911 for her father. (Ll) stated that the reading on the prodigy meter at the time of the event was 129mg/dl. (Ll) stated that paramedics checked patient's blood glucose with their meter and received a result of 29mg/dl. Due to the time of the call from the reporter during which paramedics had just left with the patient, (ll) did not answer most questions related to the event. (B)(4) customer care made attempts to collect additional information related to the event and sent prepaid envelope requesting return of the suspect devices. (Ll) stated in the last conversation that she send meter and would call back at a later date. No other information provided.

Manufacturer narrative:
(B)(4)

Event description:
This is a supplemental report to initial report 3008789114-2016-00020 to submit investigation results from the manufacturer for the suspect devices. Devices were not returned to prodigy. Prodigy diabetes care requested from the manufacturer an internal record review for suspect devices. (B)(4).